Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed cutter insertion test , the neuro-tip leg was drilled into and the color ring was fading. An assessment was performed which found that the bearings were worn out and corroded which created a situation where the cutter was not able to be inserted. This was due to the bearings no longer being in axial alignment which did not allow the cutter to pass through. The root cause was determined to be due to worn out bearings from normal wear. The color ring was fading due to normal wear over time. The root cause of the drilled neuro-tip leg was determined to be due to excessive lateral force being placed on the device which caused the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the bearings were worn, the neuro tip leg was drilled and the color ring was fading. This event did not occur during surgery. There was no patient involvement. It was noted in the service order from israel that the device was not working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.